Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50e, serial # (B)(4), description: trial linear 3-4 lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted leads found them to be satisfactory.

Event description:
A report was received that the patient was hospitalized due to infection at both needle entry sites from the trial. The physician noted yellow drainage during the lead pull. The patient was given antibiotics and is reportedly doing well.